Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports the lower aligners do not fit and there's a large gap. The dentist's evaluation found #3 distal occlusal crack and chipped tooth, #19 crown debonded and requires a new crown, generalized occlusal instability with a shift from centric relation into maximal intercuspation. Therefore, it is recommended to cease treatment.